Event description:
It was reported that during a revision (see manufacturer report #3004209178-2015-09291) the physician wanted to replace a part of an implanted 8781. While in the operating room directly after opening the new package the physician found the broken connector. No diagnostic testing or troubleshooting was performed/required. The issue was reported as unresolved and the cause undetermined. Another catheter was used. No patient symptoms were reported. At the time of the report the patient's status was reported as alive-no injury. This device system delivered morphine and clonidine. Additional information was requested to clarify the patient¿s current status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Only the connector was returned for analysis. As received, one of the collets was correctly in position while the other collet was detached. There was no anomaly seen on the collet or the pin connector. The collet may have likely fall off during contact with the pin connector at implant. In conclusion, the catheter pin connector/collect was confirmed detached and/or missing.

Manufacturer narrative:
Concomitant medical devices:: product ID: 8781, lot# 0208978462, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was further reported that at the moment, the patient was fine and the pump was working properly. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.